Manufacturer narrative:
This report is the result of a retrospective review of previously unreported complaints from 04oct2017 to 01jan2020.

Event description:
A customer reported a beaver® xstar safety slit knife was received with the protective shield of the safety knife retracted therefore exposing the blade. The customer reported this knife was associated with a cut to a staff person while trying to remove the knife from the package before patient use. As a result of the cut, no medical attention was taken.